Event description:
The event is reported as: during a laparoscopic colon/recta cutting operation, the operator loaded the clips by applier, then inserted them into the body through the trocar. The clip could not be closed when clipping the colon artery. The operator then took out the clips from the pt's body and checked carefully. It was found that the penetrating locking mechanism was askew (not in alignment with the bowed-shaped leg). No injuries reported.

Manufacturer narrative:
Product has not yet been received by manufacturer for evaluation, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.